Event description:
It was reported that the patient presented for normal follow-up. Upon interrogation, an alert for high, out of range hv lead impedance was observed. The pocket was opened. The lead was disconnected then reconnected, and a pc shock was performed. Normal impedance was measured. The patient will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.